Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with bifurcated stent on (B)(6) 2016. Two days post surgery the patient came in emergently with cramping in the legs. Physician completed further testing and identified elevated aortic pulse. The physician elected to implant a infrarenal aortic extension as well as a competitor device to resolve the issue. The patient is in stable condition.